Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio performed a clinical review and device contribution was determined to be unknown. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was hooked up to the patient and saw v-fib on the screen but it kept saying patient movement and would not allow defibrillator. A back up device was used to deliver defibrillation after a two and a half minute delay. This issue is patient related; however there was no adverse patient outcome reported.